Event description:
It was reported that the doctor placed the depth electrode during a left frontotemporal craniotomy, implantation of subdural electrodes for epilepsy monitoring and there was no reading. Another depth electrode was placed and that one worked. There was a 5 minute delay in surgery. No pt injury was reported. Pt outcome was reported as ¿good.¿

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.